Event description:
It was reported that "touch screen scratched and slow to respond". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.